Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set detached from the last port (the downstream end of third y-site clearlink) which resulted in a leak of epoprostenol. This was identified during priming; further described as, the final part of the IV (intravenous) tubing ¿fell apart¿ when the last port was inverted and flicked to eliminate an air bubble. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the third y-site clearlink in the downstream part. It was determined that the insertion of the tubing into the y-site clearlink was not according to specification. It was also observed during the examination of the tubing that there was an excess of solvent applied in the circumference of the tubing. A dimensional test was performed, and it was determined that the tubing and clearlink y-site housing was according to specification. The reported condition was verified. The cause of the condition was due to improper solvent application in the automatic assembly during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.